Manufacturer narrative:
Approximate age of device is 2 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that patient experienced multiple pump stops, a driveline disconnect, and low speed advisories with drop below the patients low speed limit of 8000 rpm. The patient exchanged system controller and a pump stopped occurred. Subsequently, the patient underwent a pump exchanged. No further information was reported.

Manufacturer narrative:
(Expiration date), concomitant medical products and device manufacture date: additional information. Device analysis: the report of a potentially compromised percutaneous lead (driveline) was confirmed based on the evaluation. The pump was returned with the driveline cut approximately 6.5 inches from the pump housing and the severed distal end portion of lead, measuring approximately 31 inches in length, was returned. The sealed inflow conduit, the sealed outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. Electrical continuity and high potential (hipot) testing were performed on the 31 inches distal end portion of lead which did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the 6.5 inches pump end portion of the driveline did not reveal any discontinuities or shorts. The shielding and bionate were removed, and examination of the underlying wires revealed a breach in the insulation of both the black and brown wires adjacent to the pump housing. Further examination of the lead revealed another breach in the brown wire approximately inches from the pump housing. The conductors of these wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wire insulation of the black and brown wires could have resulted in a pump stoppage if the exposed conductors of either of the wires contacted the braided shield and electrically shorted to ground while the patient was supported by a tethered power source, such as the power module. The heartmate ii lvas patient handbook contains a section on "caring for the percutaneous lead." However, all heartmate ii lvad percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time and outlines indications of percutaneous lead damage as well as how to respond to such events. No further information is available. The manufacturer is closing the file on this event.